Event description:
(B)(4) dealer reports the unit will not start, has been in for previous repair for the same issued (B)(4), dealer requesting new unit, advised cannot replace, will need to repair unit.